Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. In addition, (B)(4) sterile reloads were received in good visual condition. One cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were note to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported by the nurse and surgeon that during a small bowel anastamosis procedure (incarcerated incisional hernia), the device was fired once longitudinally (doing a side to side, functional end-to-end anastamosis). When it was removed, one centimeter gap in the staple line. He put clamps on and pulled up tissue as he had a little room left, fired stapler again with new reload and same device. Device was opened, and this time two separate holes were noted roughly one third to one half way along staple line (in middle of staple line). The gaps were each about one centimeter in length with ¿unfired¿ staples on tissue and nothing in wall of intestine. A new device was used to complete case. Nurse reports no noted bleeding, no blood products given, and delay of approximately 30 minutes to procedure.